Event description:
It was reported that the customer experienced an adhesive issue with an infusion set, which fell off during use and the infusion set detachment was associated with hyperglycemia. The elevated blood glucose was treated with a correction injection via manual insulin delivery.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.